Event description:
Pump declared an altitude alarm, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer will use multiple daily injections as backup therapy while waiting for the replacement pump sent by technical support. Customer was given instructions on how to put the pump into storage mode and return it using the provided box and pre-paid label.